Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation. Zoll medical corp has not rec?d the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female pt, the device displayed an unk pad error message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.